Manufacturer narrative:
A partial lead was returned in one piece measuring 85.7 cm the damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported during procedure, the stylet got stuck in the lead. Internal circuits of the lead was exposed while attempting to remove the stylet. The lv lead was explanted and replaced. The patient condition was stable.